Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: does the blade fully retract? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Were there any patient consequence related to this event? If yes please describe. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler was fired twice. Upon 2nd fire the battery slowed. The surgeon was able to reverse the blade, but it didn't reverse as intended.